Manufacturer narrative:
Follow-up #1; date of submission: 04/13/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 03/30/2015 with the following findings:visual inspection revealed that the keypad cover was thinning in the area of the ok button, torn at the up arrow button, and peeling from the bottom to the up arrow button. Evaluation revealed that all of the keypad buttons were intermittently responsive: the reported issue was duplicated. The keypad cover was removed, and evidence of contamination was found under all of the key contacts; this device failure directly contributed to the reported issue. Also, the ok key contact was observed to be inverted; this device failure directly contributed to the reported issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the keypad tactile changes issue. The reporter indicated that the keypad was noted to be thinning related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.